Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) classified an episode as supra ventricular tachycardia (svt) and therapy was withheld due to the sinus tach (st) rule. Episode data was reviewed and the patient experienced true ventricular tachycardia (vt) where therapy was not delivered. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that st was detected as vt and anti-tachycardia pacing (atp) was delivered. The rhythm slowed on its own, which terminated the episode and there was no ill outcome to the patient from the atp. A new wavelet template was manually collected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported through follow-up with the physician's office that the device was reprogrammed.